Event description:
It was reported that before a surgical procedure at the user facility, the core impaction drill was overheating. As this event occurred prior to a case at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.